Event description:
Per the clinic, the patient experienced a skin flap breakdown, resulting in the exposure of the receiver/stimulator package. The patient underwent two procedures to close the site ((B)(6) 2013) without success. The device was explanted on (B)(6) 2013. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed on 31 mar 2014.